Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant an increased amount of air was noted on the transesophageal echocardiography (tee). The apex was assessed for bleeding. A suture was placed at the sewing ring and a seal leak was noticed during assessment. The pump was shut off and disconnected from the sewing ring using the surgical hand tools. The apical cuff holder was used to check the sewing ring for leaking and no leak was found. The pump was replaced in the sewing ring and repositioned. The seal leak was still present. It was decided to do a pump exchange. When the speed was ramped on the new pump, the flow unexpectedly read 0.0 lpm. Occasionally it would increase to 1-2 lpm but would go back to zero. The team felt this could be due to airlock of the pump. Attempts were made to get the pump out of airlock by decreasing and increasing speed and turning the pump off. At some point, the phenomena stopped occurring and the pump flow began to read as expected. The site was fairly certain that they had adequate preload and controlled afterload pressures. They were also unable to find a source of occlusion in both the inflow and outflow cannulas. Log file review was requested and in the first log file from the new pump, other than the flow calculation issue, it appeared to be operating correctly. A right ventricular assist device (rvad) was placed, and the patient was successfully weaned off of cardiopulmonary bypass (cpb). The chest was left open. The patient passed away due to right ventricular failure. The outcome was not device or therapy related.

Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Low flow alarms were confirmed through review of the submitted log files; however, a specific cause for these findings or the suspected air entrapment could not be conclusively determined. After the patient had increased air on a transesophageal echocardiography (tee) due to a suspected seal leak on (B)(6) 2024, the patient was implanted with backup heartmate 3 lvas, serial number (B)(6). A right ventricular assist device (rvad) was placed, the patient was successfully weaned off of cardiopulmonary bypass, and the patient¿s chest was left open. The account later noted that during implant, they began ramping the speed on (B)(6) but flow was unexpectedly reading 0.0 liters per minute (lpm). The flow would occasionally increase to 1-2 lpm, but then would go back to zero. The team felt it was potentially due to air lock of the pump. Several attempts were made to get the pump out of air lock by decreasing/increasing the speed and turning the pump off. At some point, the issue resolved, and pump flow began to read as expected. The account thought that there was adequate preload and controlled afterload pressures. No occlusion was noted in the pump¿s inflow or outflow. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Review of the submitted log files confirmed the reported low flow condition at the time of implant on (B)(6) 2024 with activated low flow alarms. The low flow condition appeared to improve without any obvious cause on (B)(6) 2024, and additional transient instances of low flow alarms were captured on (B)(6) 2024. Although a specific cause for the low flow could not be conclusively determined through this evaluation, the captured low flow condition could have been caused by air within the pump. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient ultimately expired on (B)(6) 2024 due to right ventricular failure. It was reported that the outcome was not considered to be device or therapy related. It was reported that an autopsy will not be performed, and the device will not be explanted for evaluation. Heartmate 3 lvas, serial number (B)(6), will reportedly not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 5 ¿surgical procedures¿ of the IFU provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 5 warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. If air persists in the pump sealed outflow graft for a prolonged period (more than 5¿10 minutes), rule out leaks at the sealed inflow cannula/pump connection. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.